Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported high impedances were measured on the lead and less than 50% therapy relief was noted. Impedances were greater than 4,000 ohms between ¿some couples¿ of electrodes. The patient had a revision as a result. During the revision, the physician disconnected the lead from the extension and had cleaned the lead. The lead was then reconnected and ¿some couples¿ of electrodes were recovered with ¿good¿ impedances. Reprogramming was also noted. Following the revision, the physician increased amplitude from 1v to 2v. All impedances were within range after this action. A follow up report will be sent if additional information is received.